Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient reported the pain was not managed, on (B)(6) 2021, and the hcp increased boluses to 15 options per day. The bolus dose was increased to 110 mcg. The clinical diagnosis was inadequate pain relief. It was indicated the event was related to the device or therapy and related to the increased dose of fentanyl and bupivacaine. The event was ongoing. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the device was reprogrammed where the intrathecal hydromorphone was increased by 0.5 mg. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient expressed frustration regarding inadequate pain relief on (B)(6) 2022. Additional information received from a healthcare professional (hcp) via a clinical study reported that the patient was refilled with an increase in the hydromorphone by 0.4mg. It was indicated that the patient left the visit before being seen by the hcp to assess pain relief. Additional information was received from the healthcare provider via a clinical study indicated that the patient wanted to be admitted for pain control. They were very frustrated and angry that their pain radiated all over their body. It was noted that they went to the emergency room. Additional information was received from the healthcare provider via a clinical study indicated that the patient had been I constant pain flare for past two months. Additional information was received from the healthcare provider via a clinical study indicated that the patient had increased low back pain with radiation into buttocks and legs. Additional information was received from the healthcare provider via a clinical study indicated that the patient had no relief from the it medication increases. Additional information was received from the healthcare provider via a clinical study indicated that the patient's pain had increased and they would like to increase their medication. Additional information was received from the healthcare provider via a clinical study indicated that the issue resolved. Additional information received from the healthcare provider via a clinical study indicated that the patient continued to experienced pain. Additional information received from the healthcare provider via a clinical study indicated that the patient required in-patient hospitalization.